Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge was leaking at the septum. Customer reported to have filled the cartridge with 300 units of insulin. Customer's blood glucose was less than 180 mg/dl.